Manufacturer narrative:
UDI information: (B)(4). A sample was received for evaluation. The valve was visually inspected; no needle holes noted, but cuts/tears in the silicone housing from the proximal connecter to the side of the needle chamber were noted, leakage confirmed. The root cause for the cuts/tears in the silicone housing is due to user error. As noted in the IFU silicone has a low tear/cut resistance. Manufacturing records were reviewed and found no anomalies. Based on the results of the investigation, the reported issue is confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a hakim valve was leaking during pre-testing. The physician found that there was fluid leaking from the needle hole in the needle chamber.